Event description:
In 2006, I rec'd many multiple, inappropriate shocks from my ICD--was told a total of 22 shocks. Was taken to the ER by ambulance while continuing to get shocked. They had to page the medtronic rep -who was 45 minutes away- upon arrival, he had to interrogate my device to find out that I was dealing with a fractured lead. Had to be sedated by anesthesiologist, so the rep could completely turn the device off. Was admitted into ICU that night and had to have the entire device and lead replaced.